Event description:
This is an initial, non-serious, spontaneous report regarding a patient (unknown age/gender) who underwent revision carpal tunnel release with guyon's canal release and implantation of axoguard ha+ nerve protector and subsequently experienced device migration, paresthesia, and seroma. On (B)(6) 2025, ha+ protector was placed during surgery, cut to fit, placed as an onlay, and not sutured. No immediate postop complications were reported. The patient had a known history of a large ganglion cyst with synovial fluid interdigitating deep to the nerve. Approximately 5 months postop, the surgeon noted worsening paresthesias and findings concerning for slippage of the nerve protector with an associated fluid collection over the device. The surgeon stated the fluid collection may represent reaccumulation of synovial fluid related to the prior ganglion cyst. No explant had been performed at the time of reporting. The surgeon indicated the patient will need revision surgery; however, the procedure has not yet been scheduled. Extent of injury, surgical technique, and patient compliance unknown. Device migration may be associated with the absence of fixation and placement, which could allow movement toward adjacent tissue planes. The associated fluid collection may be related to the patient's prior ganglion cyst and synovial fluid rather than the device itself; however, paresthesias are reported as worsening since ha+ implantation.